Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she was admitted to the hosp. Pt stated she was admitted on (B)(6) 2011 and released this morning around 10 am. Pt reported she does not believe anything is wrong with her infusion device but is not sure what caused her elevated blood glucose levels. Pt stated she was put on an insulin IV for treatment of the elevated blood glucose levels. Pt reported her blood glucose was normal on (B)(6) 2011. Pt stated she woke up and wasn't feeling well. Pt reported her blood glucose level was 290 mg/dl around 7 am and she took 5.5 units of insulin at this time. Pt stated she began throwing up around 7:30 pm and arrived at the ER around 8:30 - 9:00 am. Pt reported her blood glucose level was around 455 mg/dl at that time. Pt's target blood glucose range is 180-190 mg/dl. Pt stated she was treated with insulin IV and fluids. Pt reported the doctor did not believe the infusion device was working properly. Pt stated while in the hosp and on the insulin IV, she attempted to eat and her blood glucose level would become elevated again. Pt is using a competitor's infusion set. Had pt disconnect the infusion tubing from the infusion site and prime; pt was able to see insulin. Pt reconnected and placed the infusion device in run mode. Pt reported she tested her blood glucose around 11:30 am-12:00 pm with a reading of 301 mg/dl; has not tested since that time. Offered to have pt switch to her backup infusion device or change infusion sets; would prefer to speak to her trainer. On f/u call on (B)(6) 2011, pt reported she met with her trainer today and she advised her it may be an infusion site/absorption issue. Pt stated her blood glucose level is back to normal. No product return was requested.